Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2, row d, was not displaying on the grid under the storage space configuration page. The field service engineer powered the station down, removed the rear panel from drawer 3, disconnected the row board cable from the drawer controller, cleaned the connector, and reconnected it. The station was powered on to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.